Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device's internal battery and oxygen blending module board was observed. The device's internal battery and oxygen blending module board were replaced to address the issues.